Event description:
Approximately two years ago, multiple pieces of the eptfe seamguard product was implanted into a gastric bypass patient. The patient developed a gastro gastro fistula. The physician suspects he will need to re operate, due to the gastro gastro failure, and suspects this is possible associated with the eptfe seamguard. Patient is doing ok.